Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during insulin delivery, and, upon troubleshooting, there was an absence of no delivery alarm as well. The blood glucose reading was 107 mg/dl. The customer stated that the insulin pump only reached half of the reservoir before it had alarmed no delivery. Insulin did not exit the tubing during a fixed prime test. During a manual prime test, insulin did not exit the tubing. Unable to complete troubleshoot due to lack of supplies. Advised the customer to call back to complete troubleshoot when she received her supplies. Nothing further reported.